Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center the image was a bit dark. There were no reports of patient harm.

Manufacturer narrative:
Information has been requested, but unknown at this time. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The subject device manufacture date was not identified, as the serial number was unknown. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned to olympus for evaluation. The user facility was contacted to obtain additional information and to check the status of the subject device. However, no further information could be obtained. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.